Event description:
It was reported that shortly following implant, the patient developed pericardial effusion. On (B)(6) 2014, the patient presented in hospital due to shortness of breath and chest pain. Upon follow-up on (B)(6) 2015, it was noted that the effusion resolved on its own. The patient was stable and would be monitored. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.